Manufacturer narrative:
(B) (4). The lens was received and inspected under illuminated 10x magnification. Results show an iol with a slightly distorted haptic. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The lens met all manufacturing specifications prior to use.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 2 weeks after the initial implant. The cause of the iol explant was a distorted haptic on the implanted iol observed by the physician a few days after the initial surgery.